Manufacturer narrative:
Further information was received indicating manufacturer reference number 2938836-2020-06677 should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during the unrelated procedure, a rupture of the insulation near the connection of the device with the lead was observed. The insulation was noted in the pin connecting the spring of the cava and ventricle. The lead was capped and replaced on (B)(6) 2020. The patient was stable before and during the procedure and was recovering.